Event description:
It was reported that the patient was unable to view their pump parameters on their system controller screen. The pump was still running and the green running light was illuminated. The log file captured system controller internal faults on (B)(6) 2022. The system controller fault was not affecting the pump operation. The system controller was exchanged for their backup.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
This event was determined to be a duplicate and reported in manufacturer report number 2916596-2022-11425.

Manufacturer narrative:
This event was determined to be a duplicate. The investigation findings will be reported in manufacturer report number 2916596-2022-11425.